Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that a patient had issue either with communication or their device not working. The healthcare professional did not have any further information and there were no patient complications reported as a result of this event.